Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Hit me [...] In my mouth / stick me in the cheek with the metal point - oral-b [mouth injury] hit me in the face- skin - oral-b [skin injury] red mark - face- skin [macule] toothbrush head keeps slipping off - oral-b [device breakage] put the brush head on there is a little bit of a click but it seems very loose - oral-b [device connection issue]. Case narrative: 58 year old male consumer reported via phone that the oral-b toothbrush head slipped off of the oral-b toothbrush handle, type 3764. It hit him in the face and mouth, stuck him in the cheek with the metal point, and caused a red mark to his face. The oral-b toothbrush head clicked onto the oral-b toothbrush handle, but seemed very loose. No serious injury was reported.